Manufacturer narrative:
No patient information provided as no patient was involved in this concern. While the medtronic representative was on-site when the initial issue occurred, it was reported that replacing fuses on the viewing station of the imaging system resolved the reported issue. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system was beeping once powered on. It was noted that the imaging system displayed a low battery message. When plugged in multiple outlets, the viewing station of the imaging system would not power on and the line power lights were not illuminated. There was no patient present when this issue was identified. No additional information was provided.